Event description:
It was reported that the pt underwent a sling procedure during 01/2005. At the end of the procedure, no mesh was noted in the urethra. Post operatively the pt complained of leaking urine and not completely emptying their bladder. The pt saw a urogynecologist who performed a cystoscopy and discovered mesh in the urethra. The pt is scheduled to have the mesh removed by a urologist in the near future.